Event description:
It was reported that the patient had to went the emergency room because the patient could not drain bladder due to these intermittent catheters. Per follow up via phone on 26jul2023, it was reported that the patient was 90 years old. The problem occurred due to liberator sending out substitute catheters. Within 48 hours of use, the catheters caused constriction of the patient's bladder which led to them being rushed to the emergency room. The material in the substitutes were too thick and were not conforming well to their anatomy. The emergency room doctor ran a CT scan, MRI and x-ray to give an informed answer. Liberator has since replaced the substitutes for the original catheters, and the patient was doing just fine now.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be ¿operator error ¿. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient went to emergency room because the patient could not drain bladder due to these intermittent catheters. Per follow up via phone on 26jul2023, it was reported that the patient was 90 years old. The problem occurred due to liberator sending out substitute catheters. Within 48 hours of use, the catheters caused constriction of the patient's bladder which led to them being rushed to the emergency room. The material in the substitutes were too thick and were not conforming well to their anatomy. The emergency room doctor ran a CT scan, MRI and x-ray to give an informed answer. Liberator has since replaced the substitutes for the original catheters, and the patient was doing just fine now.